Manufacturer narrative:
The recipient reportedly resumed device use.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly experienced a cholesteatoma prior to revision. The recipient underwent conservative treatment, however, the issue did not resolve. The surgeon confirmed no infection was present. During surgery, erosion of the external auditory canal and annulus was noted. The recipient underwent a mastoidectomy and a repair of external auditory canal cartilage during the same surgery. This is the final report.

Event description:
The recipient reportedly experienced recurrent skin flap infections. On (B)(6) 2019, the recipient underwent revision surgery. The recipient's infection has resolved.